Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, haptic was bent while loading. There was no patient contact and the surgery was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).